Event description:
A report was received stating there was an anterior tear during phaco. There was no vitreous loss. The iol was placed in the bag. No further details were reported.

Manufacturer narrative:
The event report was received from a third party source. The user facility has not provided any information related to this event. We are submitting this report because the information received indicated the facility uses a bausch and lomb phaco unit, although it is not known if a bausch and lomb device was in use at the time of this event.